Manufacturer narrative:
The impella device was not received from the customer and therefore,an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The user facility reported an unspecified patient undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that the impella cp had a high purge pressure alarm. Lysis therapy was applied and the purge pressure when down. The purge pressure high was persistent again and the impella cp was removed.

Manufacturer narrative:
The investigation for the high purge pressure has been completed. Clinical details states that on the second day of support, a high purge pressure alarm was reported. There were no kinks in the purge line and tissue plasminogen activator (tpa) infusions did not resolve the complication. The pump was explanted due to the failure mode. Data logs were not returned for investigation. Returned product was investigated and biomaterial was wrapped around the impeller and covering the purge gap. When purging the pump in the lab, hpp reproduced. Cutting the catheter just proximally of the motor confirmed that no blood had ingressed into the purge line. Additionally, when the cut was made in the catheter, while still purging, the high purge pressure resolved immediately. This confirmed that the root cause of the high purge pressure was determined to be biomaterial in the purge gap. The instructions for use referenced in the initial report is for the impella cp with smartassist for use during cardiogenic shock and high risk cpi. Added- d9 device return date, h6 impact code 4644 g1-corrected MFR site name and address.